Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20086875, medical device expiration date: 2023-08-18, device manufacture date: 2020-08-15. Medical device lot #: 20076411, medical device expiration date: 2023-07-24, device manufacture date: 2020-07-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced component separation on one occasion and leakage on another. The following information was provided by the initial reporter: we have had 2 instances of chemotherapy leaking from the filter included in ref 11532269 from 2 different lot numbers. One was lot (10)20086875 and the other was (10)20076411. With the first lot number, it was leaking around the connection between the tubing and the filter. On the 2nd, the tubing had gotten caught when the patient stood up and the tubing separated from the filter.

Event description:
It was reported that gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced component separation on one occasion and leakage on another. The following information was provided by the initial reporter: we have had 2 instances of chemotherapy leaking from the filter included in ref (B)(4) from 2 different lot numbers. One was lot (10)20086875 and the other was (10)20076411. With the first lot number, it was leaking around the connection between the tubing and the filter. On the 2nd, the tubing had gotten caught when the patient stood up and the tubing separated from the filter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-19. H6: investigation summary: customer reported leaking around the connection between the tubing and the filter. The returned sample clearly had a cut in the tubing collar at the inlet of the filter, and the complaint was verified. Visual analysis under the microscope found that the cut went only through the collar on the filter, and the tubing underneath was not cut. The tubing underneath was not long enough to cover up the hole in the collar, creating an opening for the liquid to leak out of. No other failures were observed. A device history record review for model 11532269 lot number 20086875 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the cut is unknown. H3 other text : see h10.